Manufacturer narrative:
Correction information was provided in h.6. FDA product code a0409 has been updated to a24. Eval method codes b17 has been updated to b20. FDA patient code e0849 has been added. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The lens remains implanted with no plans to explant. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided from the surgical site that they do not know the root cause, but believe that it is due to the effect of a poorly reactive miotic pupil. The patient was referred to a center to perform additional tests and to assess whether the design may be inducing internal high-order aberrations according to the pupil dynamics which could be limited due to the miotic pupil diagrams. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, they have been informed of adaptation problems in a patient experienced photopsia, spicular halos, it happens in mesopic conditions (at dusk or early in the morning, more in the afternoon), does not calculate distances well and has also lost sensitivity to contrast, there was a slight opacity.(yttrium aluminum garnet) yag capsulotomy was performed. Symptoms are continuing. There are two medical device reports associated with this patient. This report is associated with the left eye. Le va with iol. 0.9 ou va at near 0.9dif ¿ fluctuates arx measurement. - le -0.50 to 113º subjective rx: le -0.50 115º avcc 0.9 normal contrast sensitivity and the same in ou.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).